Manufacturer narrative:
(B)(4). The test p-cap does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had crack retainer ring and reservoir was able to lock in to place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.